Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient developed fever and chills two weeks post implant. The system was explanted due to infection. The patient condition was stable and had normal sinus rhythm. The patient did not want the system replaced.